Event description:
Pt reported to have collapsed on the floor after the healthcare professional had reportedly programmed an incorrect dose of bupivicaine for administration through her pump. The pt has since recovered.